Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was possibly not inserted correctly into the infusion site and was noted as bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient experienced a blood glucose level of 25 mmol/l (450 mg/dl). The patient tested positive for ketones. The patient removed the pod and observed the cannula was dislodged and bent. The hyperglycemia was treated by activating a new pod and administering a bolus of three units. The pod was worn between 1 and 4 hours on the abdomen.